Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks due to what appeared to be an irregular rhythm, possibly rapid ventricular response (rvr). Therapy did not convert the rhythm. Technical services (ts) recommended to consult with cardiology about findings and reprogram if necessary. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received that this ICD was explanted and replaced. A return request is being sent to the field. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks due to what appeared to be an irregular rhythm, possibly rapid ventricular response (rvr). Therapy did not convert the rhythm. Technical services (ts) recommended to consult with cardiology about findings and reprogram if necessary. This ICD remains in service. No additional adverse patient effects were reported.